Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), pelvic pain ('pain,pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included hirsutism, cough, congestion nasal, shortness of breath, general body pain, bronchitis, light-headed, uterine bleeding, intermenstrual bleeding, uterine bleeding and infertility. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (type: chronic yeast infection"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), psychological trauma ("psych injury"), urinary tract infection ("uti") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy with fractional d&c, diagnostic laparoscopy with bilateral salpingectomy, salpingectomy (bilateral)) and endometrial ablation done on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal pain, back pain, vaginal infection, migraine, headache, psychological trauma, urinary tract infection, hormone level abnormal, alopecia and weight increased outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, female sexual dysfunction, vulvovaginal mycotic infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: essure insertion date provided as (B)(6) 2006 (from summon). There were 3 trailing coils noted from the left ostia and 2 trailing coils noted from the discrepancy in essure removal dates : (B)(6) 2018. Discrepancy in essure insertion dates: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: result not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received :fu(6) and (7) processed together. Following events were added : abdominal pain, back pain, perforation : fallopian tubes, vaginal infection, migraines, headaches on 10-sep-2019: pfs received : following events were added : psych injury, uti, hormonal changes, hair loss, weight gain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included hirsutism, cough, congestion nasal, shortness of breath, general body pain, bronchitis, light-headed, uterine bleeding, intermenstrual bleeding, uterine bleeding and infertility. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (type: chronic yeast infection") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (diagnostic hysteroscopy with fractional d&c, diagnostic laparoscopy with bilateral salpingectomy and endometrial ablation done on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, female sexual dysfunction, vulvovaginal mycotic infection and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: essure insertion date provided as (B)(6) 2006 (from summon). There were 3 trailing coils noted from the left ostia and 2 trailing coils noted from the right ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera and nuvaring. Concurrent conditions included hirsutism, cough, congestion nasal, shortness of breath, general body pain, bronchitis, light-headed, uterine bleeding, intermenstrual bleeding, uterine bleeding and infertility. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) (type: chronic yeast infection") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (diagnostic hysteroscopy with fractional d&c, diagnostic laparoscopy with bilateral salpingectomy and endometrial ablation done on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, female sexual dysfunction, vulvovaginal mycotic infection and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: essure insertion date provided as (B)(6) 2006 (from summon). There were 3 trailing coils noted from the left ostia and 2 trailing coils noted from the right ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs was received reporter information was added lot number was added. Case became incident and valid and event injury was updated with pelvic pain female. Event vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhea (cramping), apareunia (inability to have sexual intercourse), chronic yeast infections, lower abdomen pain, medical history and historical drug were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.